Event description:
The customer reported that the sensors got stuck in the serter. The blood glucose level was 8 mmol/dl. No further information was given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.